Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the right ventricular (rv) lead had high capture threshold and inconsistent pacing due to far field p wave over-sensing. The physician performed programming changes. The rv lead will be monitored going forward the patient was in stable condition.